Event description:
It was reported that the wake button was sticking. There was no reported adverse impact to the customer's blood glucose level. The customer declined to troubleshoot the issue, and technical support proceeded to close the case without further action.